Event description:
It was reported an excessive ultrafiltration event occurred on a phoenix monitor machine. At the start of therapy, the patient¿s weight is 110.2kg with a dry weight of 108.5kg. The machine was programmed to remove 1.8kg (for a weight of 108.4kg). With forty-five minutes left of therapy, the patient began ¿cramping severely¿. The machine at this time was noted to be leaking ¿underneath¿ (not further specified). Therapy was discontinued at this time. The patient¿s post dialysis weight was 107.6kg. The machine read that 1.6kg was removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 3500190000-2023-8016 for this event. H10: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter biomed technician with remote support of a baxter engineer. Visual inspection found an external fluid leakage from a loosened elbow connector (on pi transducer) and from the pb pump segment. The reported condition was verified. To resolve the issue, the technician tightened the elbow connector, replaced the uf pump, and pb pump segment. Two short, simulated therapy sessions were successfully performed. The machine was then calibrated and was found to be performing according to specifications. The machine was returned to service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.